Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury was reported. During the device evaluation, the liquid crystal display (lcd) turned white when a test was performed. The lcd was replaced due to this issue. In addition, an error occurred during repair testing and required the replacement of the sensor printed circuit board assembly the device passed repair testing and was confirmed to operate properly.